Manufacturer narrative:
Correcting lot # from unk to 499227. Correcting explanted date from (B)(6) 2023 this is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580 medical device problem code - 3190 the correct codes for this complaint are: medical device problem code - 1863 this is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure and catalog number was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored. This MDR submission is a late submission. A CAPA has been issued.

Event description:
It was reported that a patient experienced a dental implant loss.